Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 3 events were previously reported during the reporting period; however, - 1 previously reported events in this report should have been included under MFR report # 3015967359-2024-02099. - 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 1 event had patient involvement: no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was evaluated using data provided by the user or a third party. 1 device investigation type has not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were originally reported for this failure mode during the reporting quarter: however, 1 event was inadvertently excluded. 3 reported events are included in this follow-up record. Product return status: 1 device was received. 1 device was evaluated using data provided by the user or a third party. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 2 events had patient involvement: no patient impact. 1 event had insufficient information received.